Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 550 mg/dl at the time of the incident. Customer got a motor error alarm twice in a row and was never able to use the pump. Customer stated that the drive support appears normal. Customer finished the rewind sequence. Customer performed the displacement test and it said no reservoir. Customer was assisted in performing manual prime/fill tubing. Customer stated that the motor error alarm did not recur. Customer was advised to monitor the pump since the pump passed all the tests.